Manufacturer narrative:
B1: added serious injury per addition of code f2303 "medication required". Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 69-year-old male patient with a past medical history of coronary artery disease (cad), presenting in heart failure/cardiogenic shock, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the placement signal (ps) was lower than the cuff pressure for a few days. Fluid was given and placement checked. The patient was hemodynamically stable. No alarms were noted. Two weeks later, there was a placement signal alarm; however, an echocardiogram confirmed position. The next day, there was a high purge pressure (pp) alarm. Tissue plasminogen activator (tpa) was initiated. Two months after impella insertion, the device was removed. The post-procedure outcome is survived at explant. The impella functioned as intended. Blockages such as thrombus formation, can restrict the flow of purge solution, and can occur due to inadequate anticoagulation. This is often corrected by using tpa.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported a low placement signal for a few days. Motor current was unchanged. No alarms had occurred so far.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B3: corrected event date.

Manufacturer narrative:
D6b: added explant based on new information from the customer. H6: added f2303 and a141102 based on a review of the complaint file.

Manufacturer narrative:
D4 (UDI) and e4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
B3: corrected the date of event. Additional information: an echocardiogram was ordered and the pump position was confirmed. The position was unchanged from the last echocardiogram.

Manufacturer narrative:
Investigation summary: high purge pressure: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. Placement signal issue: the cause of the placement signal issue could not be determined as no product or logs were returned for analysis.